Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-16020. Related manufacturer reference number: 3006705815-2022-16021. It was reported that the patient experienced inadequate therapy. Also, patient was unable to set the system into MRI mode. Additionally, the patient¿s ipg was moving in the ipg pocket following weight lost. Diagnostics revealed high impedances. In turn, surgical intervention took place on (B)(6) 2022 wherein the entire system was explanted to address the issue.